Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported after use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated "samples have fibrin after they are spun down. Customer called in to see what the recommended centrifuge speed and time for this tube is because they have an ongoing issue where they are seeing fibrin in the tubes after they are spun down. They have been using the tubes for years so its not a specific lot number. After collection samples are inverted 8x and then centrifuged at 1300g for 10 mins. Additional information: "hospital staff has information to invert tube 8-10 times, it is not possible to monitor all the staff to ensure they are following the protocols. Lithium heparin tubes are used and not refrigerated prior to use."